Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with two 200 cc mentor smooth round moderate profile saline implants and experienced bilateral deflation post operatively. The diagnosis was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.

Manufacturer narrative:
On 11/19/19, the suspected medical device was returned for evaluation. Mentor received additional information the date of explantation. The patient underwent explantation on (B)(6) 2019. On 11/25/19, mentor received additional information regarding the diagnosis of the left-sided deflation, the patient's symptom, and the replacement devices. The left-sided deflation and bilateral calcification were visualized via mammogram performed on (B)(6) 2019. The patient underwent bilateral removal and replacement with two 200cc mentor smooth round moderate profile (catalog #: 3501625, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2019. The relevant fields have been updated. On 12/11/19, the investigation on the suspected medical device was completed. Investigation summary: the device was visually inspected, and a crease was observed in the posterior aspect. Leak testing revealed there was a leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).